Event description:
The customer indicated that during a tonsillectomy procedure a pt was burned on the inside and outside of the corner of the mouth. The pencil appears to be separated at the weld line. The pt's parent phoned valleylab and indicated that plastic surgery was necessary. A medwatch was received (enclosed) indicating that "post surgery a 0.25 cm burn was noted from the bovie pencil on the right corner of the pt's mouth."